Event description:
It was reported that pump experienced button and charging issue, and customer planned to use multiple daily injections as backup to prevent interruption in insulin delivery. There was no reported impact to the customer¿s blood glucose level. Technical support arranged shipment of replacement pump to customer.